Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's implant looks like a pack of cigarettes bulging out of patient's back. Caller stated they noticed this probably 2 months ago. Caller clarified there is not an issue with the implant but stated they noticed the implant is protruding. The patient needed an MRI, but they lost their handset and the device was likely at eos and if eos had occurred, a replacement programmer would not be able to connect to the ins. Caller requested field staff assistance with checking device status. Emailed field staff regarding request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.